Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open pouch. The used needle received has been visually and physically analyzed. It is broken near the attachment area with the thread. Bending strength test has been performed to the used needle and the results are 10.38 nxcm and fulfills the needle specifications of minimum 8.6 nxcm as minimum bending strength. Reviewed the batch manufacturing records of the needles, minimum bending strength results before releasing the product were 10.14 nxcm. The used sample sent back shows than the needle has been hold by the drilled end/attachment area. On pictures, we can see easily some impacts due to a needle holder. The instruction for use specifies the needle must not be hold by the drilled area and by the tip (these areas are fragile; these areas must be preserved of needle holder). In this case, the handling of the needle is the root cause of the breakage. Please note that in the instructions for use of the product it is stated: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Open samples received: final conclusion: in spite of receiving a defective sample, it has been confirmed that the failure has occurred by a wrong handling of the needle by the user. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that at the time of skin wound closure, the needle detached from the thread after one stitch was made to subcutaneous tissue. There was no patient injury.